Event description:
It was reported that during a first diagonal artery stenting procedure in a moderately calcified lesion, during pre-dilatation, the mini trek balloon ruptured during the first inflation at 12 atmospheres. There was no adverse patient sequela reported. A 2.5 x 12 mm non-compliant balloon was successfully used to pre-dilate the lesion. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned product found blood visible in the loosely folded balloon and inflation lumen and contrast in the inflation lumen, consistent with preparation and a rupture while in the patient anatomy. A new indeflator was filled with water and was used to inflate the balloon to the rated burst pressure (rbp) of 14 atmospheres (atm), when it was observed fluid was coming out of a radial rupture in the balloon 1.5mm distal to the proximal balloon marker, for a length of 1 mm. There was a longitudinal scratch extending distally to the radial rupture, for a length of 1 mm. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use and that a product deficiency did not contribute to the difficulties experienced during the procedure. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. It is likely that the balloon material was damaged (scratched) during interactions with other devices and/or the moderately calcified lesion, such that the balloon ruptured upon first inflation at 12atm, which is below the rbp of 14 atm. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for inflation issues or balloon ruptures for this lot. There is no indication of a lot specific product quality deficiency. The reported difficulties appear to be related to the operational context of the procedure.